Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of ¿112 mg/dl¿ with the subject meter and ¿around 50 mg/dl lower¿ on another device, performed within 30 minutes of each other. Although exact results are not known, the reported results may exceed lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.